Event description:
According to the stryker technician, the stretcher had its frame twisted. There were no patient involvement or adverse consequences reported.

Manufacturer narrative:
The unit was not repaired but was removed from service.